Event description:
Patient reported child having a birth defect (congenital anomaly or malformation), specified as "club foot & hemangioma." Follow-up with the patient found that the physician did not know a cause for the hemangioma and the child's parent had two clubbed feet. Patient refused to provide child's physician information. No indication of treatment. Device remains implanted. This med watch is for the right side. See MFR report #: 9617229-2015-00233 for left side.

Manufacturer narrative:
(B)(4).